Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the device was received stuck on a motor error alarm that occurred during the bolus or basal delivery. No motor position encoder error could be confirmed due to an erased history file. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, a cracked reservoir tube lip, cracked battery tube threads, and missing the end cap sticker.

Event description:
Customer reports to have received a motor error alarm during priming. Customer's blood glucose was 136 mg/dl. During troubleshooting, it was found that customer does not recall if exposed to magnetic field or MRI. Customer does not use sensor features. Customer is able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)